Event description:
Treatment of an aneurysm. On (B)(6) 2013, the patient underwent coiling embolization treatment. During the procedure involving 6 coils, it was reported that the last implant coil prematurely detached during deployment. The coil was successfully pushed into the aneurysm with the pushwire. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the coil was implanted inside the patient and the pushwire was discarded. (B)(4).